Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and two exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified. Corrective actions are in process.

Event description:
The customer reports during the evar procedure on (B)(6) 2024 the physicians used an diagnostic catheter during the procedure when the distal tip of the catheter detached. The ifb was seen under fluoroscopy. The catheter tip [ifb] was successfully removed from the patient with a vascular snare device. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.